Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was successfully interrogated, and the transmission was sent. No adverse patient effects were reported.